Event description:
The service report shows that the device's high and low pressure alarms failed to activate, and the volumes were out of specification. The nellcor puritan-bennett service technician inspected the device and replaced the alarm potentiometer and flap valve, respectively. The unit passed extended testing. This report is not an admission by nellcor purtitan-bennett that this device caused or contributed to the event alleged in this report.